Event description:
It was reported that the patient presented to the emergency room with patient alerts. The lead integrity alert had been triggered for high impedance on the rv lead, but oversensing and crosstalk were also occurring. The device was reprogrammed to sense to tip/coil. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Interference/noise - elevated v-sic count is observed beginning (B)(6) 2010 at 28.2 avg/day. Elevated sic count can indicate the presence of noise.